Event description:
It was reported that this pacemaker exhibited low out of range pacing impedance on the right atrial (ra) channel. The cause of the low out of range impedance is unknown. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited low out of range pacing impedance on the right atrial (ra) channel. The cause of the low out of range impedance is unknown. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited low out of range pacing impedance on the right atrial (ra) channel. The cause of the low out of range impedance is unknown. The device was explanted and replaced. No additional adverse patient effects were reported.